Event description:
It was reported that the customer received a no delivery alarm during a set change, and when she tried again, the buttons would not respond. Her blood glucose was 266 mg/dl. She treated with manual injection. No significant events leading to the keypad issue were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.